Event description:
It was reported that the patient presented to the emergency room due to diaphragmatic stimulation causing extreme discomfort. A chest x-ray confirmed that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were dislodged. The leads could not be repositioned due to tissue adhesion in the fixation mechanisms of the leads. The ra, rv, and lv leads were explanted and replaced on (B)(6) 2025. The patient is in stable condition.